Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number gd894188 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The pt experienced peritonitis manifested, fever, nausea, abdominal discomfort, and frequent vomiting. On that same day, the patient was hospitalized for the event. On an unreported date, the patient was treated with unknown antibiotics for the peritonitis. The cause of peritonitis was not reported. Two days later, the patient was discharged from the hospital. At the time of this report, the peritonitis was resolving, the pt was recovering, and dianeal therapy was ongoing. This is report 2 of 3 involved in this peritonitis event.